Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with no growth in the culture and a wbc count of 815/mm3. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequencies and duration of both antibiotics unknown). The patient recovered from this event following completion of antibiotic therapy at home. It was confirmed, though the root cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained on ccpd therapy on the same liberty select cycler throughout the treatment course and into the present.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. In the absence of a reported source of this event, the root cause of this patient¿s peritonitis cannot be determined; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures presented no growth, an initially elevated wbc count with associated symptoms that are alleviated by antibiotic therapy and/or other medical interventions provide evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded from the root cause of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with no growth in the culture and a wbc count of 815/mm3. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequencies and duration of both antibiotics unknown). The patient recovered from this event following completion of antibiotic therapy at home. It was confirmed, though the root cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained on ccpd therapy on the same liberty select cycler throughout the treatment course and into the present.